Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experiencing low blood glucose. Blood glucose reading was 2.1 mmol/l and actual blood glucose level was 4.4 mmol/l. It was unknown the customer using auto mode or not. Customer reported that they did receive a sensor updating not available alert. Customer reported that they did receive a calibration not accepted alert. The pump will not be returned for analysis.